Event description:
On (B)(6), 2014, I reported to the local emergency room with pains in my abdomen, four positive pregnancy tests, and also have the essure coils. They did an ultrasound and said it was poss ectopic, so they were going to do surgery to remove the right tube, coil and fetus laparoscopically. He tried but there was too much scar tissue so they had to open my old c-section scar. When he got in he located the left tube coil and ovary intact and the right he removed along with the fetus. The coil had come all the way out and was stuck in my uterus which he also removed along with 100ml of blood clots from the other end of the coil, scraping around inside me. I have had three previous visits to the emergency room with excruciating pain and the CT's showed nothing there. I was told the essure could not be my problem so I've learned to deal with the pain at home since the emergency says there's nothing there. The doctor that removed the coil says that was probably what was causing it. I had the essure placed in 2010 and knew the right side was out some but wasn't all the way out every CT or ultrasound showed it was still in there and in place just sticking out of the tube a little. Yes, pain is a side affect noted in the brochure, but not constant pain! I have also had depression and weight gain of about 40 ibs. This should be taken off the market. It is taking baby's lives and could take the mothers also. I almost died from this and my pain was almost always on the right side but since the removal it's switched to the left side, and I haven't hurt on the right side since removal. So I know what the problem was for sure, I just wish he would have taken out the other coil so I could have my life back!